Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the physician was unable to implant the lead. No patient condition was reported. Additional information was requested but not received.